Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was missing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 418 and over 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The insulin pump was not returned for analysis.